Event description:
The customer reported that the system would not produce x-ray images. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and determined the frame grabber circuit board needed to be replaced. No conclusion can be drawn as repair information is not available.